Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, no image appeared on the device, inundation was noted on the cable part, corrosion was noted on the connector part of the electrical contact, poor watertightness due to pinhole in cable was noted, the cable part had scratch, and the cable part was found twisted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image appeared with the hd autoclavable camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a failure such as a break in the camera head cable or a contact failure of the connector part. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.